Event description:
Happened in the children department of the hospital. The catheter was found in the bed of the patient 4 hours after insertion. It was broken.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There is one actual sample return for investigation. Based on the complaint description; it was stated 4 hours upon used catheter was found broken. The sample return was incomplete, only funnel portion was return for investigation. The sample was subjected to 30x magnification to inspect point of incident as per picture 2 below. It was observed there is an uneven surface on the breaking point suggesting there is an external excessive rotation force or pulling force which exceed the design specification. With the absent of the shaft portion from the return sample, further investigation is limited. However, it can conclude that the shaft once was we ll intact and secured in the funnel as the remnant of the tube was present inside the funnel. As part of our initiative, positive released test was implemented at injection molding process. As per (B)(4), maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection moulding process whereby 0.75kg (for catheter size ch6-ch10} and lkg load (for size 12ch and above) tested as per bs en is020696:2018 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. It was stated that the catheter was form, fit and function during used. Upon 4 hours of usage it was only determine the catheter broken. Based on investigation on partially returned sample it was observed the tube was well intact in the funnel bonding. The possible root cause for the broken was due to excessive force experience by the catheter due to rotation or pull force.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Happened in the children department of the hospital. The catheter was found in the bed of the patient 4 hours after insertion. It was broken.